Event description:
A rondo 3 audio processor was received at service _ repair. Upon preliminary inspection a broken housing and leaking rechargeable battery was found. Per repair request form, the device was returned due to mechanical problems. To date there has been no report of injury from the field as a result of the leaking battery.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: a rondo 3 audio processor was sent to service _ repair due to mechanical problems. During the repair process a leaking battery was detected. The housing parts show heavy damage and parts of them are missing. It can be assumed that the damage to the rechargeable battery inside is caused due to mechanical stress. So far, no contact to leaking electrolyte and no patient injury from contact with leaking electrolyte was reported. This is a final report.

Event description:
A rondo 3 audio processor was received at service _ repair. Upon preliminary inspection a broken housing and leaking rechargeable battery was found. Per repair request form, the device was returned due to mechanical problems. There were no reports of the device leaking at the day of the replacement, there was no reported injury. To date there has been no report of injury from the field as a result of the leaking battery.